Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -8.0 diopter was damaged during delivery into the eye. The lens was implanted and the lens twisted. It was removed and the replacement lens was implanted.

Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaints within associated lots. (B)(4).

Manufacturer narrative:
B5: lens was intraoperatively implanted, removed, and replaced on (B)(6) 2023 due lens behing stuck in cartridge or injection system. There was patient contact, but no patient injury. Status of the eye is reported as "excellent." Claim# (B)(4).